Manufacturer narrative:
Once sample is received it will be evaluated as part of the investigation. The results of the investigation will be forwarded to the FDA via a follow up MDR.

Event description:
Catheter damage, leaking at butterfly. Removed and replaced PICC.